Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing device data, there was an episode of ventricular fibrillation (vf) noted on the right ventricular (rv) channel that was due to noise on the rv lead. No intervention was performed, and the patient was stable with no consequences and will continue to be monitored.